Event description:
It was reported that the patient developed an infection at the device site. After treatment with antibiotics, the device was explanted. The patient was later admitted to the hospital with confusion, cardiomyopathy, sinus infection and non- healing of the device site. It was later noted that the patient died and the cause of death was unknown. The patient¿s medical history included congestive heart failure, dementia, old infarcts, ventricular tachycardia and ventricular fibrillation.

Event description:
It was reported that the patient developed an infection at the device site. After treatment with antibiotics, the device was explanted. The patient was later admitted to the hospital with confusion, cardiomyopathy, sinus infection and non- healing of the device site. It was later noted that the patient died and the cause of death was unknown. The patient¿s medical history included congestive heart failure, dementia, old infarcts, ventricular tachycardia and ventricular fibrillation.

Manufacturer narrative:
Product event summary: (B)(4) - the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead, (B)(6) 2010; 4076 x2 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.